Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male pt underwent an interventional peripheral procedure on (B)(6) 2012. Access was obtained just above the bifurcation, via a 6f sheath (model unk). A pre-procedure femoral angiogram showed presence of pvd and calcium in the vicinity of the access site, and the vessel size to be approx 5 mm. Peri-procedure the pt was anticoagulated with heparin. Following the procedure, the physician selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the physician deployed the device, and when the physician pulled back to the second stop, the balloon popped and the whole device came out. The physician removed the device, and converted the pt to 25 minutes of manual compression, with no further complications. The pt was ambulated and discharged home the same day ((B)(6) 2012).

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the loss of pressure was a longitudinal tear in the balloon, approx 6 mm from the balloon proximal tip. Based on the info provided and the investigation performed, the probable cause of the tear could not be determined. The review of the lhr (lot f1133404) indicated that the mynx lot met all established performance criteria prior to shipment.